Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 31st january, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the paint on the lamp was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer? No. Corrected h3a device evaluated by manufacturer? Yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the paint on the lamp was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, customer bought a new light system. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject mater experts at the manufacturer. As they stated, after several request asking the parts involved, we did not receive any answer. The parts involved were not identified, the investigation cannot be carried out. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).